Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, information was received from a patient receiving fentanyl, sufentanil, clonidine, and ketamine via an implantable pump for non-malignant pain. The patient called to get assistance in pairing a new handset. During the call, the patient mentioned they "don¿t feel relief when using the bolus". The patient stated that sometimes, they would bolus and not feel a change, then they change 10 minute later and they can bolus again. The patient stated they would sometimes see the ptm not responding, wait, or close on the screen. The patient stated they usually always "wait". The agent suspected potentially the patient was trying to bolus while in the tutorial but was unable to confirm since the equipment was not available at the time of the call. The agent reviewed other consideration (pump/catheter) and redirected the patient to their healthcare professional (hcp) for further discussion if issue persisted. The patient stated they will expect 4.2 ml or something in the pump at the refill but they will have 10-12 ml left. The patient stated no falls or trauma. The patient went in every 5-6 weeks for refill and they have a refill next week on the (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the cause of the patient not feeling relief when using the boluses was that sometimes the dose was not adequate to control their pain. Per the healthcare provider, the patient had been suspicious that they were not receiving the boluses, and this was primarily the cause of their complaint. However, if the patient waited 10 minutes and then re-bolused, they felt relief. Checking the log of the boluses received found that the patient appeared to have received both boluses. The healthcare provider increased the number and frequency of the boluses allowed to them and that seemed to have helped. With regards to the cause of the volume discrepancy, the cause was not determined. Per the healthcare provider, there was usually about 4 ml more in the pump than was calculated by the pump. The healthcare provider felt that it was related to the patient having multiple medications in the pump.